Event description:
Rptr did an environmental culture of this grafton gel in facility and grew out staphylococcus warneri. Called the supplier and do not have their answer if more lot is available. Reported to supplier.